Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's grandmother reported via phone call that the customer experienced high blood glucose. The customer blood glucose level was 500 mg/dl at the time of incident. Customer reported that they received insulin flow blocked alarm. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.